Event description:
The pt rec'd the scs system on (B)(6) 2011. It was reported intraoperative testing identified low impedance readings. The physician wiped and reinserted the lead which subsequently resolved the issue. It was also reported that troubleshooting, add'l testing and lead placement extended the procedure by approx one hr.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.